Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the left breast implant was removed intact but was later discovered to also have a very small "pinhole" in it. The rupture on the left breast implant has been reported under mrn: 1645337-2020-13271. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 17, 2020, mentor became aware that the patient was white. Mentor also became aware that the patient underwent bilateral replacement with the following devices: (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7430191 sn: (B)(6) and (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 9483423 sn: (B)(6). On october 1, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Correction: mentor became aware that, in the initial report submitted on september 3, 2020, it was erroneously indicated that the MRI did not reported rupture. However, the MRI results taken on (B)(6)2020, did indeed find right breast implant intracapsular rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/9/2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During visual evaluation an area of separated material was observed on the anterior extending to the posterior view, measuring approximately 9.5 cm x 5.5 cm. Microscopic examination of the edges of the separated material revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent breast augmentation revision with two 700cc mentor memorygel breast implants, suffered right breast implant rupture, post-procedure. It was reported that an MRI did not report a rupture but the rupture was diagnosed via physical examination and pre-operation scan. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.